Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 61 mg/dl, 136 mg/dl and 65 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she was experiencing some hypoglycemic symptoms and that she self-treated with orange juice after the readings of 61 mg/dl and 65 mg/dl were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.